Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Report indicated that on (B)(6) 2016, the patient experienced peritonitis 2 days after the implantation of percutaneous endoscopic gastrostomy (peg) tube. The patient was treated with unspecified antibiotic medication and pain medication.